Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange for suspected driveline fracture/short to shield. The patient experienced low speed advisories and a pump stop. The pump would be returned for analysis. Following the exchange the patient was stable and soon to be discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and for the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms (including low speed advisory and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The reported low speed and pump off alarms could not be confirmed as no log files were submitted for review. Evaluation of (B)(6) and the returned portion of the driveline (dl) did not confirm any damage that would have contributed to the reported alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. It was reported that the patient underwent a pump exchange on (B)(6) 2021 due to a suspected dl fracture/short-to-shield. (B)(6) was returned assembled with the dl severed approximately 10¿ from the pump body. The distal portion of the dl including the controller connector was not returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned attached to the pump inlet port. The bend relief was returned attached to the outflow graft which was attached to the outlet elbow. The outlet elbow was attached to the pump outlet port. The bend relief collar was returned detached from the device. Evaluation of the sealed inflow conduit, outflow graft, and pump upon disassembly revealed no evidence of developed depositions or thrombus formations. An electrical continuity test of the returned dl was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test. The jacket, bionate, and metal-braided shield were unremarkable upon visual inspection. Upon disassembly, microscopic inspection of the wires revealed no breaches to the insulation. The dl was submerged in a saline bath for high potential testing. The test did not reveal any current leakage through the insulation of any of the dl wires that would have resulted in an electrical short. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.